Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via remote transmission. Upon review, the patient's right ventricular lead exhibited a single low, out-of-range high voltage lead impedance reading. Programming changes were suggested but have not yet been made.

Event description:
New information received on (B)(6) 2018 indicates that the recommended programming changes were made on the (B)(6).